Event description:
It was reported that an altera was inserted at l5/s and fixed posteriorly with competitor's screw system. Then on (B)(6) 2026 the altera was inserted at l4/l5 due to adjacent segment disease. Then on (B)(6) 2026, due to back out of altera inserted at l4/5, it was removed from l4/5 and a different cage was inserted instead.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.